Event description:
Reportedly, the device was explanted at implant due to regurgitation sometime last week. Sales rep doesn¿t remember the exact date. Sales rep was only able to read the operative report ¿ could not get a copy from the hospital. Did not talk directly to the surgeon. Does not have a copy of a report or operative report to send us. However, he did provide the contact information at the hospital for additional information. Per his conversation with the contact, the nurse discarded the device at the hospital. In the operative report, it was noted that the surgeon had to remove the 33mm device from the holder in order to implant it. Reason unknown. Surgeon had a problem seating the valve. Looked like one of the leaflets was a problem. Sales rep does not have a copy of the operative report and is reporting from memory. However, after implant, there was significant regurgitation and the device was subsequently explanted and replaced with a smaller device. There was no further problem after the smaller device was implanted. Sales rep suspects there was a suture loop on the 33mm device since the surgeon removed the device from the holder. The hospital has requested that we send them another valve. No additional information was reported. Customer does not require a letter.

Manufacturer narrative:
Operative report received on 07/10/09.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. The device history record (DHR) review was not possible due to no lot/serial number was provided. Requests were made via e-mail for the operative report, and additional information, however, no additional information was provided, device was no returned for evaluation due to hospital discarded device.